Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included obesity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic pain"). In september 2011, the patient was found to have weight increased ("other injuries/symptoms:weight gain"). In (B)(6) 2018, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). In (B)(6) 2019, the patient experienced vision blurred ("vision/eye problems type: blurry and cloudy"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage ("bleeding: general abnormal bleed"), abdominal pain ("abdominal pain"), back pain ("back pain"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), nausea ("other injuries/symptoms:nausea") and adnexa uteri pain ("pain at area around ovary"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, back pain, bladder disorder, vaginal discharge, nausea, weight increased, gastrooesophageal reflux disease, vision blurred and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, back pain, bladder disorder, dysmenorrhoea, fallopian tube perforation, gastrooesophageal reflux disease, genital haemorrhage, nausea, pelvic pain, vaginal discharge, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2010. Current weight 339 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: plaintiff fact sheet received. Events added from pfs- gastrointestinal or digestive system condition type: acid reflux, vision/eye problems type: blurry and cloudy, pain at area around ovary. Onset date of event dysmenorrhoea, pelvic pain, weight increased were updated. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- fallopian tubes') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included obesity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic pain"). In (B)(6) 2011, the patient was found to have weight increased ("other injuries/symptoms:weight gain"). In (B)(6) 2017, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). In (B)(6) 2019, the patient experienced vision blurred ("vision/eye problems type: blurry and cloudy"). On (B)(6) 2020, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst"), 9 years 5 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage ("bleeding: general abnormal bleed"), abdominal pain ("abdominal pain"), back pain ("back pain"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), nausea ("other injuries/symptoms:nausea") and adnexa uteri pain ("pain at area around ovary"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, back pain, bladder disorder, vaginal discharge, nausea, weight increased, gastrooesophageal reflux disease, vision blurred, adnexa uteri pain and ovarian cyst outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, back pain, bladder disorder, dysmenorrhoea, fallopian tube perforation, gastrooesophageal reflux disease, genital haemorrhage, nausea, ovarian cyst, pelvic pain, vaginal discharge, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2010, (B)(6) 2012. Current weight 339 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: pfs received. Reporter information and rcc were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- fallopian tubes') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included obesity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic pain"). In (B)(6) 2011, the patient was found to have weight increased ("other injuries/symptoms:weight gain"). In (B)(6) 2017, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). In (B)(6) 2019, the patient experienced vision blurred ("vision/eye problems type: blurry and cloudy"). On (B)(6) 2020, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst"), 9 years 5 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), genital hemorrhage ("bleeding: general abnormal bleed"), abdominal pain ("abdominal pain"), back pain ("back pain"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), nausea ("other injuries/symptoms:nausea") and adnexa uteri pain ("pain at area around ovary"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, genital hemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, back pain, bladder disorder, vaginal discharge, nausea, weight increased, gastrooesophageal reflux disease, vision blurred, adnexa uteri pain and ovarian cyst outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, back pain, bladder disorder, dysmenorrhoea, fallopian tube perforation, gastrooesophageal reflux disease, genital hemorrhage, nausea, ovarian cyst, pelvic pain, vaginal discharge, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2010. Current weight 339 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: plaintiff fact sheet was received. Event added from pfs- ovarian cyst. Event onset date were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- fallopian tubes') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included obesity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic pain"). In (B)(6) 2011, the patient was found to have weight increased ("other injuries/symptoms:weight gain"). In (B)(6) 2017, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). In (B)(6) 2019, the patient experienced vision blurred ("vision/eye problems type: blurry and cloudy"). On (B)(6) 2020, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst"), 9 years 5 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage ("bleeding: general abnormal bleed"), abdominal pain ("abdominal pain"), back pain ("back pain"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), nausea ("other injuries/symptoms:nausea") and adnexa uteri pain ("pain at area around ovary"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, back pain, bladder disorder, vaginal discharge, nausea, weight increased, gastrooesophageal reflux disease, vision blurred, adnexa uteri pain and ovarian cyst outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, back pain, bladder disorder, dysmenorrhoea, fallopian tube perforation, gastrooesophageal reflux disease, genital haemorrhage, nausea, ovarian cyst, pelvic pain, vaginal discharge, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010. Current weight 339 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- fallopian tubes') and genital haemorrhage ('bleeding: general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge") and nausea ("other injuries / symptoms: nausea") and was found to have weight increased ("other injuries / symptoms:weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, back pain, bladder disorder, vaginal discharge, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, nausea, pelvic pain, vaginal discharge and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs was received. Previously added injury nos was replaced with dysmenorrhea and new events pelvic pain, abdominal pain, back pain, general abnormal bleeding, perforation- fallopian tubes, bladder / urinary problems, vaginal discharge, nausea, weight gain, device monitoring procedure not performed were added. Date of insertion was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.